Event description:
It was reported that during a low anterior resection, the tissue was stapled only halfway, so another same like device was used to complete. There were consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.